Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q3 2010 product performance report. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which had been implanted for approximately 57 months, declared end of life (eol) due to an extended charge time. The device was explanted and successfully replaced with a new boston scientific ICD. No adverse patient effects were reported in this event. Subsequently, this device was returned to boston scientific for analysis.